Event description:
Additional information was received indicating that high capture threshold and loss of capture were noted on the left ventricular (lv) lead.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Diagnostic imaging was performed which revealed the left ventricular (lv) lead was dislodged. The lv lead repositioned to resolve the event and the patient was in stable condition. Additional information was requested but has not yet been received.